Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Inside sterile packaging before opening ¿ are there any photos of the foreign matter available? ¿ is it possible that the foreign material fell into packaging upon opening of device? No because the package was never opened ¿ was the product seal on the foil still intact when the package was opened? Seal was still intact and foreign object was inside. No product is available for return. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee procedure on (B)(6)2024 and topical skin adhesive was used. They found a hair in the packaging of adhesive. Opened another to complete case. No patient harm. Product is not available for return.